Manufacturer narrative:
(B)(4). This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported by (B)(6) that there was atrial noise from the reviewed episodes of noise that were confirmed to be present on the a or v sense amp egm. The noise type was determined to be emi related. The lead impedance is also unacceptably high. The rep has identified this change as an insulation abrasion. The pt has received a new atrial lead and the physician has used his standard of care for managing the old lead.